Manufacturer narrative:
Functional testing of the returned device confirmed the clamp is stuck in the locked position. A complaint database search against product code 865034 finds additional reports of difficulties in opening the device. The previous reports attributed the event to product wear out. The clamp exhibits divots and impact marks, which indicate misuse could be a contributing factor. The overall condition of the instruments indicate heavy usage. The root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor through sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). See section d for product information received. Depuy synthes has been informed that the lot number is not available. If additional information is received, d follow-up medwatch will be filed as appropriate.

Event description:
The patella resection clamp is stuck in the locked position, rendering it unusable.